Event description:
On (B)(6) 2014 at the (B)(6), it was reported that the ice block was too large on the hcu 40 serial number (B)(4) and this resulted stopping the flow of water. The user had to shut the unit off overnight and on weekends to avoid too much ice building. (B)(4).

Manufacturer narrative:
The device involved in this complaint was not evaluated but based on evaluation of devices with the same problem, the cause was traced to a software requirement error. The standard values for the ice sensor thresholds for ice generation were adjusted based on test data. The previous ice sensor thresholds did not take into account the differences in conductivity of the water used in the tank. In addition to this, the maximum ice setting was also reduced based on actual setting of the ice request. (B)(4).